Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the specific foreign material could not be identified. However, since the foreign material could be easily removed by brushing, it is likely that the foreign material remained due to insufficient cleaning of the biopsy channel. Since the foreign material remained in the biopsy channel during the procedure, the device had to be exchanged resulting in a (5-10 min) procedural delay. The root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿operation manual: chapter 3 (preparation and inspection) reprocessing manual: chapter 5 (reprocessing the endoscope) ¿preparation and inspection¿ do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer's sterile processing department (spd) reported to olympus a foreign material was found in the instrument channel. The endoscopic retrograde cholangiopancreatography procedure was delayed approximately 5-10 minutes while a similar scope was obtained. The condition of the patient was not impacted by the failure. The reported problem did not affect the diagnostic or therapeutic outcome of the procedure. There was no medical intervention.

Manufacturer narrative:
The endoscopy support specialist (ess) went onsite and inspected the scope using a camera. The material found was white and easily removed with a brush. A brush was placed in the channel and when moved the material was seen moving in camera image, indicating that with proper brushing the material could be removed. Ess advised the customer to reprocess the scope including manual cleaning. After reprocessing, the channel will be re-evaluated by the spd supervisor. The device will not be returned to olympus for further inspection. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.